Event description:
It was reported that there was a separation between the female connector and the main body (light blue) of a minicap extended life pd transfer set. The event was further described as ¿loose at the light blue portion¿. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.